Event description:
It was reported that the spinal cord stimulator (scs) did not resolve patients pain. The patient underwent an scs system explant procedure. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred around year 2022. Block d6b: explant date: around year 2022. Additional suspect medical device components involved in the event: model number/catalog number: sc-2352-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear 3-4 lead 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2352-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear 3-4 lead 50 cm. Unique identifier (UDI) #: (B)(4).